Manufacturer narrative:
The associated devices were returned and evaluated. The lab analysis concluded that the visual inspection did not show a fracture of the implant. No other deviations were identified during this investigation. The medical investigation concluded that the x-ray provided do not provide an indication for the root cause of the reported fall but non-union of the previous repair cannot be ruled out. Based on the information provided the revision surgery was performed due to a fall injury that was sustained by the patient and not a mal-performance of the implant. The impact to the patient beyond the revision cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to a patient fall and broken implant.